Event description:
A caller reported a malfunction on a pump but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the malfunction code, which was successful, and the issue did not recur. The customer continued using the pump and was advised to call back if the malfunction code reappeared.